Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion over 25 times in 1 hour during therapy in the intensive care unit. The clinician swapped out the pump to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion was not reproduced. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.